Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No patient harm was reported. Philips has not yet been able to verify if this was an accidental drop by a user or of there was any mounting issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.